Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and damaged tubing to patient line connector was noted. Functional testing performed included leak testing, clear passage test, clamp function test, and simulated therapy. Functional testing indicated leak from damaged tubing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked onto the patient from a hole in the patient line tubing. This occurred during the initial drain and fill one in peritoneal dialysis therapy. The patient¿s transfer set was replaced and they were given vancomycin prophylactically. There was no patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.